Event description:
The patient came in for a follow up after she had fainted. On (B)(6) 2018 lead impedances were greater than 2500 ohms confirming pacing failure. A lead fracture was suspected so the lead was replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 9 cm distal to the is-1 connector pin. Both fragments were returned and subjected to an extensive analysis. In the course of the visual inspection several damages of the lead body due to the laser extraction could be identified. No further insulation damages were found. Further analysis of the lead segments showed that the 5 distal cm of the lead including the lead tip were completely covered in calcified tissue. The extent of the calcification might have led to an increased pacing impedance. However, the thorough analysis of the lead fragments did not reveal any other deviations that might have contributed to the reported oversensing and pacing failure. The dc resistances of the lead fragments, which were measured during the electrical analysis, did not show any peculiarities. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.